Event description:
It was reported that the rx trek balloon dilatation catheter was being used to tack up a previously deployed stent in the circumflex artery and after deployment a perforation was noted. The graftmaster stent delivery system (sds) was used to treat the perforation. The graftmaster sds was advanced, but could not cross the left main to treat the perforation; subsequently the patient was treated by balloon inflation and was transferred to the or with cardiopulmonary resuscitation (CPR) in progress. Additional information received noted the patient was best served by having surgical pericardiocentesis. The patient was intubated, extubated and reintubated and was being weaned off the ventilator as of (B)(6) 2011. The patient remained hospitalized as of (B)(6) 2011 in intensive care. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Perforation and hemorrhage are known adverse events as listed in the trek rx and mini trek rx coronary dilatation catheter instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The graftmaster, is being filed under a separate MFR number.